Event description:
Discordant, low methotrexate results were obtained for one patient on a dimension vista 1500 instrument. The discordant results were reported to the physician(s), who questioned the results. The patient was redrawn and the new sample was tested on the same instrument and resulted higher. The initial and redraw samples were then tested on an alternate instrument, and the redraw sample results aligned with the redraw results from the dimension vista 1500. The initial sample resulted higher on the alternate instrument than from the dimension vista 1500. It is unknown if the rerun results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low methotrexate results.

Manufacturer narrative:
Methotrexate is a user defined method (umd). For udms, the dimension vista system operator's guide states: "the customer assumes all responsibility for selecting the proper reagents and for entering the proper test parameters, using proper test protocols, determining the correctness of test results and resolving any associated errors or omissions." The instrument is performing according to specifications. No further evaluation of the device is required.